Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that when the atrial lead is pacing, it is causing ventricular capture. The lead remains in use. No patient complications have been reported as a result of this event.